Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient but did not give adequate pacing parameters. During an attempt to reposition the rv lead, the helix would not rotate properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the patient but did not give adequate pacing parameters. During an attempt to reposition the rv lead, the helix would not rotate properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.